Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the micra introducer was attempted/not used due to unknown reason. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the physician was unable to aspirate blood from the side port of the introducer sheath after removal of the dilator and guidewire. Valve within the hub of the introducer sheath was suspected to be prolapsed, and the standard solution of reinserting the dilator and applying negative pressure with the use of a syringe while withdrawing the dilator was attempted. While venous blood was able to be withdrawn into the syringe, blood was still not able to be withdrawn from the side-port of the introducer sheath. The physician inspected the tubing of the side port of the introducer sheath and thought that the tubing was kinked or faulty.